Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002191 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and observed tearing at the tip of the sheath. Use of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was discontinued due to observed tearing at the tip of the sheath. Timing was immediately after the product was opened. The issue was resolved by replacing the sheath with an alternative product. The procedure was continued and completed without patient consequence. Additional information was received on 06-jul-2023. The damage was observed on the tip of the sheath. The hemostatic valve (gasket) did not dislodge inside of the hub nor outside the hub. The brim cap/hub did not become detached from the sheath. No picture was available. No sheath was being used on the patient. No blood return was observed. Additional information was received on 21-jul-2023. The issue was only on the tip. The tip was slightly turned outward. No internal sheath mechanism exposed. No strangeness was felt before insertion. No damages on the electrodes. The event was assessed as MDR reportable for the tearing at the tip of the sheath.